Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experinced tremors due to skin infection from the subcutaneous site event on (B)(6) 2026. Due to the event, the patient experienced feet shake more with freezing, shaking and was prescribed with antibiotics therapy. No further information available.